Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance when it was placed. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.9 cm. Analysis was normal. No anomalies were found.